Event description:
It was reported that the infusion device delivered an insulin bolus of 25 units without the patient confirming it or handling the device resulting in low blood glucose levels. The patient's blood glucose result was 33 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.